Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash under his arms, on his chest and shoulders, and under the lifevest electrodes. The rash was itchy and had broken open. The patient was prescribed (B)(6) for the irritation. During a follow-up the patient reported that he had removed the lifevest and the irritation had improved.